Event description:
The customer reported that she has been having problems with air bubbles and high blood glucose levels. The customer's blood glucose was 524 mg/dl at the time of the call. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure test. The customer checked the drive support cap, and stated it was flush. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.